Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of lung bullae resection, a reload was used. The surgeon clamped the tissue and tried to fire the device, however could not squeeze the handle. Replaced by new reload and connected to the original handle, however the surgeon could not squeeze the handle at all. Replaced by new handle and connected the new reload, however could not fire the device. Replaced by new handle and another new reload and the firing was completed. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with reinforced extra thick reload. Visual inspection of the returned product noted that the reload was fully fired. The sutures were observed to be open. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.